Manufacturer narrative:
Spacelabs technical support advised the customer to reach out to their internal it team to ensure proper network configuration. Spacelabs technical support was unable to contact the customer for additional information. While cause of failure is unknown, at this time it is suspected that the network failure was related to customer network changes.

Event description:
The customer contacted spacelabs technical support to report that following a network upgrade, a xhibit central station was no longer able to monitor telemetry patients. There was no patient or user harm associated with this event.